Manufacturer narrative:
This supplemental is being submitted for completed analysis and investigation. Additional products: bat807331 d10: yes h6: FDA method code(s): 10 h6: FDA results code(s): 213 h6: FDA conclusion code(s): 67 bat813761 d10: yes h6: FDA method code(s): 10 h6: FDA results code(s): 213 h6: FDA conclusion code(s): 67 bat813765 d10: yes h6: FDA method code(s): 10 h6: FDA results code(s): 213 h6: FDA conclusion code(s): 67 bat813797 d10: yes h6: FDA method code(s): 10 h6: FDA results code(s): 213 h6: FDA conclusion code(s): 67 bat813802 d10: yes h6: FDA method code(s): 10 h6: FDA results code(s): 213 h6: FDA conclusion code(s): 67 product event summary: six (6) batteries were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Failure analysis of the returned batteries revealed that the devices passed visual inspection and functional testing. The results of the analysis revealed that the batteries were able to charge and discharge as expected. Review of the controller log files could not be performed since log files covering the reported event date were not available for analysis. As a result, the reported event was not confirmed. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional products: brand name: heartware ventricular assist system ¿ battery, model#:1650de / catalog#:1650de/expiration date: 30-nov-2019/ serial#:(B)(4), UDI #: (B)(4), returned to manufacturer: no, device mfg date: 15-nov-2018, labeled for single use: no, (B)(4). Brand name: heartware ventricular assist system ¿ battery,model#:1650de / catalog#:1650de/expiration date: 31-oct-2020/ serial#: (B)(4), UDI #: (B)(4), returned to manufacturer: no, device mfg date: 25-oct-2019, labeled for single use: no, (B)(4). Brand name: heartware ventricular assist system ¿ battery, model#:1650de / catalog#:1650de/expiration date: 31-oct-2020/ serial#: (B)(4), UDI #: (B)(4), returned to manufacturer: no, device mfg date: 25-oct-2019, labeled for single use: no, (B)(4). Brand name: heartware ventricular assist system ¿ battery, model#:1650de / catalog#:1650de/expiration date: 31-oct-2020/ serial#: (B)(4), UDI #: (B)(4), returned to manufacturer: no, device mfg date: 26-oct-2019, labeled for single use: no, (B)(4). Brand name: heartware ventricular assist system ¿ battery, model#:1650de / catalog#: 1650de/expiration date: 31-oct-2020/ serial#: (B)(4), UDI #: (B)(4), returned to manufacturer: no, device mfg date: 26-oct-2019, labeled for single use: no, (B)(4). Investigation of this event is pending and a supplemental report will be sent upon its completion. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the batteries depletion time were below two hours. The batteries were replaced. No patient complications have been reported as a result of this event.